Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: on investigation, the display was found to be dim and discolored. Additionally, the display lens was scratched to the point where it obstructed the view of the text on the screen. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked from the compartment lip to the bumper pad and from the bumper pad to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.